Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connectors and the tube were checked. The x-ray tube, the high voltage cable, and the snubber board were replaced. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an "over voltage" error message and produced a "clicking" sound. No patient injury was reported.